Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 144 mg/dl. The nurse stated that the patient went to the hospital for a procedure and the nurse did not know that the patient was wearing the pump. The nurse stated that the belt clip was broken. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The insulin pump was unable to verify in the alarm history and unable to perform all functional testing including the displacement, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarm. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked lcd window.